Event description:
It was reported that this pacemaker system exhibited out of range pacing impedances on the right atrial (ra) lead. The device was programmed vvir, where the ventricle is paced, sensed, and the pulse generator inhibits pacing output in response to a sensed ventricular event. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited out of range pacing impedances on the right atrial (ra) lead. During the patient's implant procedure the ra lead was unable to be implanted due to the patient's condition. The physician elected to plug the patient's ra port. The out of range pacing impedance measurements occurred as the daily measurements for the ra lead were not programmed off. The device was programmed vvir, where the ventricle is paced, sensed, and the pulse generator inhibits pacing output in response to a sensed ventricular event. This ra lead was never in service, and the pacemaker remains in service. No adverse patient effects were reported.